Event description:
Customer called to report the insulin was not exiting. Troubleshooting was performed. Insulin did not exit. Also the pt stated the driver arms were loose. Pump was not dropped, bumped, or exposed to moisture.